Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3. On (B)(6) 2017, a type ii endoleak was discovered. On the same day, coil embolization was performed to treat the endoleak.